Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While requesting assistance with the transmitter blinking, customer's mother reported that the customer's blood glucose level was 429 mg/dl at the time of the call. Caller reported that the high blood glucose level was treated with a bolus. Caller declined troubleshooting for the high blood glucose level. No further information was provided.